Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, the product experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: customer reports the tubes' caps are opening after centrifugation, even when sample draw is made through vacuum.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off in centrifuge with the incident lot was not observed. The photo showed the product with tape holding the cap and a label covering the batch number. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, the product experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: customer reports the tubes' caps are opening after centrifugation, even when sample draw is made through vacuum.

Manufacturer narrative:
H.6. Investigation summary: additional information was received that updated the investigation: the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 200 samples were visually evaluated and no defects were found with the retain product. No samples available. 1 photo received. In the photo it is possible to see the product with a label covering the batch number and a tape holding the cap. Bd was not able to confirm the defect in the stopper function or decapping with the photo provided. It was also not possible to identify any manufacturing defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.